Event description:
The manufacturer received information from a customer regarding a rep dream station auto, with the allegation that the patient stated the machine was making a noise. The customer pushed on the humidifier lid, and the noise stopped. When the customer picked the machine up, they noticed it was warm and observed that the black protectors were melting onto the nightstand. There was no report of serious injury or harm, and no medical intervention was specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Manufacturers observed the following from an external and internal inspection: dust-like contamination at the air inlet of the blower box, dirt-like contamination on the top enclosure, and dust-like contamination on top of the blower motor. There is no visible damage or functionality failure of the device, which suggests that the source of contamination was external to the device. The third-party service center concludes that they could not confirm the customer's allegation. No error codes were found. The unit was scrapped.